Event description:
The pre-procedure CT from (B)(6) 2017 (101 days pre-procedure) showed a stable, juxtarenal, abdominal aortic aneurysm with a maximum diameter of 58 mm. The celiac, superior mesenteric artery (sma), and right and left renal artery were all patent, and there were no renal infarcts. No iliac angulation. On (B)(6) 2017, during the index procedure, the patient received four cook devices and one non-cook device. There were no difficulties deploying the devices. The post-procedure imaging revealed no evidence of device integrity issues or any abnormal findings. On (B)(6) 2018, (184 days post-procedure), the first post-procedure follow-up CT imaging revealed a type 2 endoleak. Celiac, sma, and right and left renal artery were all patent. The imaging revealed no evidence of device integrity issues or any abnormal findings. Maximum aneurysm diameter 58 mm. On (B)(6) 2019, (557 days post-procedure), the second post-procedure follow-up CT imaging revealed a type 2 endoleak. Celiac, sma, and right and left renal artery were all patent. The imaging revealed evidence of device integrity issue. The following description of event was made by the site: ¿mural thrombus ivoide right iliac limb requering xarelto (device related complication)¿ on (B)(6) 2019 the event was described by the site as: ¿asymptomatic mural thrombus within the right iliac limb.¿ the event was treated with medication. The event was thought to be related to the study device.

Manufacturer narrative:
The graft remains in situ, and therefore was not returned for evaluation. Imaging was not provided for this investigation. Work order ac999138 was reviewed and appears complete and correct. The graft was manufactured as per the signed and approved physician request. The device IFU states that: "the long-term performance and safety of endovascular grafts has not yet been established. As a result, life-long, regular follow-up must be undertaken in all patients to assess the ongoing performance of the zenith fenestrated aaa endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up". "Arterial or venous thrombosis and/or pseudoaneurysm" are listed as potential adverse events. Based on the information received, it is difficult to determine an exact root cause. It is possible that the following factors may have contributed to the complaint: inadequate overlap of the components with the main body graft; inadequate use of anticoagulants; patient factors.

Event description:
The pre-procedure CT from (B)(6) 2017 (101 days pre-procedure) showed a stable, juxtarenal, abdominal aortic aneurysm with a maximum diameter of 58 mm. The celiac, superior mesenteric artery (sma), and right and left renal artery were all patent, and there were no renal infarcts. No iliac angulation. On (B)(6) 2017, during the index procedure, the patient received four cook devices and one non-cook device. There were no difficulties deploying the devices. The post-procedure imaging revealed no evidence of device integrity issues or any abnormal findings. On (B)(6) 2018, (184 days post-procedure), the first post-procedure follow-up CT imaging revealed a type 2 endoleak. Celiac, sma, and right and left renal artery were all patent. The imaging revealed no evidence of device integrity issues or any abnormal findings. Maximum aneurysm diameter 58 mm. On (B)(6) 2019, (557 days post-procedure), the second post-procedure follow-up CT imaging revealed a type 2 endoleak. Celiac, sma, and right and left renal artery were all patent. The imaging revealed evidence of device integrity issue. The following description of event was made by the site: ¿mural thrombus ivoide right iliac limb requiring xarelto (device related complication)¿ on (B)(6) 2019 the event was described by the site as: ¿asymptomatic mural thrombus within the right iliac limb.¿ the event was treated with medication. The event was thought to be related to the study device.